Event description:
On (B)(6) 2012, the pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. A 24fr gore introducer sheath was used from the right femoral artery through the access vessel was thin. And strong resistance was felt during the insertion. Two tag devices were implanted without incident. When the sheath was pulled back, the blood pressure dropped. The rupture was from the femoral artery to the external iliac artery. Two excluder devices were implanted and the rupture was repaired. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.